Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID: 8709sc (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2011; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the pump was implanted improperly, and the catheter was never anchored properly so the drug was being dispensed in the wrong tissue and the patient almost overdosed. The drug was going to the wrong location and instead of having surgery, the patient decided to leave the pump in. The pump has been alarming for the last four to five years due to end of service (eos) and they have been ignoring it. The pump was constantly alarming and going off every two seconds and it was giving the caller a headache. The patient wanted to get the pump removed but they could not right now because of some other work they have had going on and they had been sick lately so they could not have it removed right now. The agent reviewed and said it is possible that the battery was resetting over and over which was causing the alarm to sound nearly constantly and reviewed that a medtronic representative could try to meet the patient at a healthcare provider setting to try to silence the alarm, but also reviewed it is possible the pump would need to be explanted to resolve if the alarm cannot be silenced. The agent provided the national answering service (nas) phone number and emailed the healthcare provider (hcp) listings to the patient representative. The patient has had chronic pain since the implant. The rep also mentioned history of gallbladder surgery that stones were left in the patient and abscesses formed as well as a mesh issue that caused issues.